Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the pacemaker check, the lead warning alert had been indicated due to the low impedance of the lead. Lead polarity changed to the unipolar. Device is still in use. No patient complications have been reported as a result of this event.